Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (not powering on) was confirmed. Upon investigation, the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was unable to power on.